Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was treated with percutaneous occlusion of visceral arteries and filling with onyx due to leakage and increasing size of the aneurysm sac. About two weeks post procedure, an onset offever and pronounced inflammatory activity in blood samples that varied but persisted for several months was seen. During this time pet and CT scans were performed alongside a large number of blood cultures. Radiologies have shown signs of infection but all blood cultures have been negative and broad antibiotic treatment has not been effective. Non-infectious inflammatory effect caused by onyx was considered even though it was "not described." The patient had a good therapy response to prednisolone with decreasing fever, decreasing crp, and improved general condition. The patient was hospitalized as a result of the issue. The patient was being treated for an abdominal aortic aneurysm with leakage after evar. The clinic intends to start the patient on new radiology and phase out steroids. It is unknown when the future change in treatment is planned. The event remains unresolved.